Manufacturer narrative:
There is no indication of a malfunction of the mr system (including the nurse call cable/hose) or mr coil used that could have contributed to the incident. The nurse call including the cable could not have contributed to the alleged sustained injury. The nurse call, including the cable (12nc: 989603024152) is designed to not be conductive for heat. The nurse call including the cable do not contain any metal. Accordingly, the investigation of the field service engineer indicated that there was no issue or damage to the nurse call in question. No metal was found inside the nurse call that could have explained the sustained burn. The most likely cause for the observed injury is direct contact between body parts, a so called skin-to-skin contact, in this case between the thumb and the index finger.

Event description:
Philips received a report that the patient had a burn of approximately 2.5 cm between the thumb and index finger where the call button "hose" was located.